Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is unknown.

Event description:
Product manufacturer reference number: 3006705815-2021-00835. It was reported that the patient had an infection at the lead anchor site. As a result, the system was explanted on (B)(6) 2021. The patient's treatment was oral antibiotics and the infection is resolved.